Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain'), postoperative wound infection ('infection in incision area'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') and abdominal adhesions ('adhesions involving the bowel') in a 24-year-old female patient who had essure (batch no. 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no/she didn¿t underwent essure confirmation test". The patient's medical history included tubal ligation. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6)2009, the patient experienced dyspareunia ("pain during intercourse"), anxiety ("psych in jury/psychological or psychiatric problems condition: anxiety"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ irregular heavy vaginal bleeding") and depression ("depression"). In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6)2009, the patient experienced fatigue ("chronic fatigue"), mood swings ("mood swings"), migraine ("migraine"), headache ("headache") and allergy to metals ("nickel allergy"). In (B)(6)2010, the patient experienced rash erythematous ("excessive rashes/rashes or skin conditions type: red rash on stomach and arms"). In (B)(6)2016, the patient experienced abdominal adhesions (seriousness criterion medically significant) and cervical dysplasia ("pap smear with atypical squamous cells"). On (B)(6)2016, the patient was found to have haemangioma ("bladder muscle and serosa with hemangioma/uterine serosa with hemangiomas") and ovarian adenoma ("mucinous cystadenoma of left ovary") and experienced adenomyosis ("myometrium with adenomyosis") and cervix inflammation ("cervix with chronic inflammation"), 7 years 1 month after insertion of essure. In (B)(6)2016, the patient experienced cystocele ("bladder problems/bladder or urinary problems or changes: first degree cystocele\complications from your essure removal procedure:complications with bladder") and rectocele ("female rectocele"). In (B)(6)2019, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding- menorrhagia\blood clots"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea") and uterine enlargement ("reproductive system disorder or condition type of disorder or condition: uteromegaly/enlarged uterus") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (enterolysis of adhesions with removal of pelvic fluid and hyst. (Full),salping. (Bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, postoperative wound infection, cholecystectomy, abdominal adhesions, pelvic discomfort, back pain, alopecia, abdominal distension, abnormal weight gain, rash erythematous, fatigue, anxiety, mood swings, migraine, headache, nausea, dysgeusia, vaginal haemorrhage, depression, uterine enlargement, ovarian cyst, allergy to metals, cervical dysplasia, haemangioma, ovarian adenoma, adenomyosis, cervix inflammation, cystocele and rectocele outcome was unknown and the genital haemorrhage, menorrhagia, dyspareunia, abdominal pain, dysmenorrhoea and female sexual dysfunction had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abnormal weight gain, adenomyosis, allergy to metals, alopecia, anxiety, back pain, cervical dysplasia, cervix inflammation, cholecystectomy, cystocele, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemangioma, headache, menorrhagia, migraine, mood swings, nausea, ovarian adenoma, ovarian cyst, pelvic discomfort, pelvic pain, postoperative wound infection, rash erythematous, rectocele, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pfs: (B)(6)2009 (discrepancy at previous deleted case) plaintiff received treatment for pain: pelvic/abdominal, dyspareunia (painful sexual intercourse)'dysmenonorhea, bleeding: general abnormal bleeding. Menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: bladder problems, other injuries/symptoms: fatigue, hormonal changes, migraine, headaches, nausea, weight gain, metallic test in mouth. Current weight as of (B)(6)2019: 174 lbs. Approximate weight at the time of essure placement 159.5 lbs. 3, rings were observed on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pathology test - on (B)(6)2016: final diagnosis a) bladder endometriosis biopsy: bladder muscle and serosa with hemangioma (see comment). B) uterus, bilateral tubes, left ovary: mucinous cystadenoma of left ovary (3 em maximal dimension). Uterine serosa with hemangiomas. Bilateral fallopian tubes with foreign material (metal coils). Secretory endometrium. Myometrium with adenomyosis. Cervix with chronic inflammation~ evidence of dysplasia absent. Ultrasound scan - on an unknown date: larger cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, dyspareunia, uteromegaly. Lot number:629137 manufacture date: 2009-01 expiration date: 2012-01. Most recent follow-up information incorporated above includes: on 15-oct-2019: this is retention case all information from deletion case (B)(4) was transferred to this case. Events added from follow up pfs dated 18 september 2019 : abdominal,dysmenonorhea (cramping), apareunia, general abnormal bleeding, fatigue, migraine, headaches, nausea and metallic taste in mouth. On follow up 20-sep-19 :- lot no. Receive . Event added: mood swings , anxiety, depression , red rash on stomach and arms , uteromegaly, ovarian cyst, nickel allergy,pap smear with atypical squamous cells , adhesions involving the bowel , cervix chronic inflammation , cervical dysplasia , ovarian adenoma , haemangioma , gull bladder removal( cholecystectomy) , adenomyosis uteri , rectocele and cystocele added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain'), postoperative wound infection ('infection in incision area'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') and abdominal adhesions ('adhesions involving the bowel') in a 24-year-old female patient who had essure (batch no. 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no/she didn¿t underwent essure confirmation test". The patient's medical history included tubal ligation. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse"), anxiety ("psych in jury/psychological or psychiatric problems condition: anxiety"), dysgeusia ("metallic taste in mouth"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ irregular heavy vaginal bleeding") and depression ("depression"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), mood swings ("mood swings"), migraine ("migraine"), headache ("headache") and allergy to metals ("nickel allergy"). In (B)(6) 2010, the patient experienced rash erythematous ("excessive rashes/rashes or skin conditions type: red rash on stomach and arms"). In (B)(6) 2016, the patient experienced abdominal adhesions (seriousness criterion medically significant) and cervical dysplasia ("pap smear with atypical squamous cells"). On (B)(6) 2016, the patient was found to have haemangioma ("bladder muscle and serosa with hemangioma/uterine serosa with hemangiomas") and ovarian adenoma ("mucinous cystadenoma of left ovary") and experienced adenomyosis ("myometrium with adenomyosis") and cervix inflammation ("cervix with chronic inflammation"), 7 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced cystocele ("bladder problems/bladder or urinary problems or changes: first degree cystocele\complications from your essure removal procedure:complications with bladder") and rectocele ("female rectocele"). In (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), postoperative wound infection (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding- menorrhagia\blood clots"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea") and uterine enlargement ("reproductive system disorder or condition type of disorder or condition: uteromegaly/enlarged uterus") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (enterolysis of adhesions with removal of pelvic fluid and hyst. (Full),salping. (Bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, postoperative wound infection, cholecystectomy, abdominal adhesions, pelvic discomfort, back pain, alopecia, abdominal distension, abnormal weight gain, rash erythematous, fatigue, anxiety, mood swings, migraine, headache, nausea, dysgeusia, vaginal haemorrhage, depression, uterine enlargement, ovarian cyst, allergy to metals, cervical dysplasia, haemangioma, ovarian adenoma, adenomyosis, cervix inflammation, cystocele and rectocele outcome was unknown and the genital haemorrhage, menorrhagia, dyspareunia, abdominal pain, dysmenorrhoea and female sexual dysfunction had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abnormal weight gain, adenomyosis, allergy to metals, alopecia, anxiety, back pain, cervical dysplasia, cervix inflammation, cholecystectomy, cystocele, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemangioma, headache, menorrhagia, migraine, mood swings, nausea, ovarian adenoma, ovarian cyst, pelvic discomfort, pelvic pain, postoperative wound infection, rash erythematous, rectocele, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2009 (discrepancy at previous deleted case). Plaintiff received treatment for pain: pelvic/abdominal, dyspareunia (painful sexual intercourse)'dysmenonorhea, bleeding: general abnormal bleeding. Menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: bladder problems, other injuries/symptoms: fatigue, hormonal changes, migraine, headaches, nausea, weight gain, metallic test in mouth. Current weight as of (B)(6) 2019: 174 lbs. Approximate weight at the time of essure placement 159.5 lbs. 3, rings were observed on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pathology test - on (B)(6) 2016: final diagnosis a) bladder endometriosis biopsy: - bladder muscle and serosa with hemangioma (see comment). B) uterus, bilateral tubes, left ovary: - mucinous cystadenoma of left ovary (3 em maximal dimension). - uterine serosa with hemangiomas. - bilateral fallopian tubes with foreign material (metal coils). - secretory endometrium. - myometrium with adenomyosis. - cervix with chronic inflammation~ evidence of dysplasia absent. Ultrasound scan - on an unknown date: larger cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, dyspareunia, uteromegaly. Lot number:629137 manufacture date: 2009-01 expiration date: 2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a (B)(6) year-old female plaintiff in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, excessive hair loss, abdominal bloating, excessive weight gain, pain during intercourse, excessive rashes, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she had otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain/ chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed, approximately 7 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 26-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain/ chronic pelvic pain. She underwent a hysterectomy to have the essure coils removed, approximately 7 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.